Manufacturer narrative:
(B)(4). Medical devices: guide wire: prowater, pilot 50, guide cath: hockey-stick guide, ebu 3 guide, sheath: 6f, stent: 2.8x16mm graftmaster. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation and difficulty to deploy. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster is being filed under a separate medwatch report.

Event description:
It was reported that a perforation occurred after deployment of a 4.5x38mm unspecified bare metal stent was deployed in the ostium of the left anterior descending (lad) artery distally. Prolonged balloon angioplasty was attempted to seal the perforation; however, this did not work. A 2.8x16 mm graftmaster covered stent was deployed at 18 atmospheres (atm) at the distal edge of the previously placed bare metal stent. Again, prolonged balloon angioplasty was performed, but bleeding was noted every time the balloon was deflated. A 4.0x19mm graftmaster covered stent was deployed at 15 atm, proximal to the 2.8x16mm graftmaster covered stent because it seemed like bleeding was occurring proximally. Protamine was administered to reverse the effects of the heparin. Prolonged balloon angioplasty was performed and it seemed like there was no more bleeding. A stat echocardiogram was ordered and echocardiogram was done at the bedside showing minimal amount of pericardial fluid. The physicians discussed possible surgery; however, since the patient was hemodynamically stable the decision was made to watch the patient in the intensive care unit. One last intravascular ultrasound was performed to evaluate the covered stents. The two graftmaster covered stents seem to be a bit under expanded; therefore, a 4.5x15mm balloon was used to post-dilate the graftmaster stents. The results were excellent and there was no residual dissection or thrombus noted. There is no further perforation noted. The patient tolerated the procedure well, without complications, and left the cath lab in good condition. No additional information was provided.